Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation at the yaw pulley. The conductor wires were exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument had broken wires. The procedure was completed with no reported injury.